Event description:
The pt was reportedly experiencing dizziness, and vomiting. The surgeon indicated that the pt's symptoms are consistent with a fistula that has occurred during the healing process after device implant. Surgery will be performed to repair the fistula.